Manufacturer narrative:
The product is not available for evaluation. A review of the device history record was not possible since the lot number was unavailable. Journal article is attached: the venous anastomotic flow-coupler for free flap monitoring: a prospective analysis of 85 microsurgical breast reconstruction cases. Plastic & reconstructive surgery. 133 (3s) :111, march 2014.

Event description:
The venous anastomotic flow-coupler for free flap monitoring: a prospective analysis of 85 microsurgical breast reconstruction cases plastic & reconstructive surgery. 133 (3s):111, march 2014. Prospective data was collected on eight-five (85) patients undergoing post-mastectomy free flap breast reconstruction at the university of wisconsin hospital from may 2012 to may 2013. The gem flow-coupler was used in all cases. No device coupling malfunctions were noted. Complications included flap failure (n=6). This report is for the six (6) incidences of flap take back. All medwatch reports for this article include 2183620-2014-00003 and 2183620-2014-00004.